Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome. The patient reported that their device ¿went out¿ about a year and a half ago. The patient was not able to deal with their device due to an unrelated medical issue. The patient reported that the ins is not working now and requested that a manufacturer representative meet with them to address the issue. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. They reported that the reason the ins was not working was because they had medical issues that began in (B)(6) 2017 that involved the use of a brace for 4 months. During the time of wearing the brace, the brace made them so uncomfortable and they could not manage the charging of the ins, so they just let it (the ins) go. They reported that because of some medical issues, they have not been able to address or resolve the ins not working. The patient stated they did not want anything in them that was not working, but there was no mention of surgery being planned or scheduled to remove the ins. No further complications were reported or anticipated.